Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported the infusion set tubing has separated from the connector with the connector needle for the last 3 weeks. Caller stated the blood glucose level went up to 400 mg/dl; took correction via syringe. Caller reported using the tube for 14 days and the needle for 3 days. No adverse event reported. Requested return of the alleged infusion set for evaluation.